Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/31/2024 a sales representative reported via (B)(4) that an ar-9676 angle reamer drive shaft was welded together with the ar-9597-10 angle reamer sleeve while reaming the glenoid. This caused the surgeon's wrist to suddenly twist, making reaming difficult. The case was completed successfully with a different reamer sleeve and driver shaft. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm.

Event description:
Additional information was received on 7/8/2024: there was no case delay. When the surgeon removed the reamer, he saw that he had reamed enough and did not need more instrumentation to complete the surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9597-10, angled reamer sleeve, 10°, batch 37222223, was received for investigation. Visual inspection noted signs of wear on the device on the distal and proximal end. Circumferential grinding marks were also noted on the collar on the device. Functional testing was performed and found that the mating, ar-9676, angled reamer, shaft gets stuck inside the ar-9597-10 and cannot be moved freely. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.